Event description:
Information was received from a patient regarding external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient had been trying to recharge the ins since 10:30 this morning and right now after recharging, the controller was displaying a message that said software problem (1-intellis, 2-3.6, 3-58, 4-qf_new). The patient had the recharger connected to the controller since they were trying to recharge the ins. The manufacturer's patient services specialist (pss) walked the patient through resetting the controller, however the controller was not powering on. The patient could see that the battery pack was not seated properly in the controller. The patient was having great difficulty with the equipment during the call. The patient did not have the ac power supply available nearby. Pss suggested that they connect the controller up to the ac power supply when they were able to and see if the controller would power on and charge. The patient would call patient services back if further assistance is needed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.